Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was additionally reported that the patient required surgical treatment to drain additional fluid. A titanium allergy was strongly suspected. The patient was given a titanium dog tag to wear on their skin, which resulted in itching and raised bumps on the skin after a few days. The patient also tested positive for nickel allergy. The leads were suspected with a small chance of nickel. The leads remain in use.